Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the issue was resolved, and the caller successfully started their sensor session again.